Manufacturer narrative:
Cmp-(B)(4). Foreign report source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial elbow replacement. Subsequently, the patient was revised due to a disassociated hinge.

Manufacturer narrative:
(B)(4). Catalog number and lot number - it is unknown which end-level, finished device this subcomponent that disassociated was issued to. It could be any of the following part/lot combinations: lot#: 63622627, catalogue#: 32-8105-027-04; humeral component, 4¿, extra-small; manufacture date: 06/02/17 expiration date:05/31/22 lot#: 63635588, catalogue#: 32-8105-027-06; humeral component, 6¿, extra-small; manufacture date: 05/19/17 expiration date:05/31/22 lot#: 63635590, catalogue#: 32-8105-027-04; humeral component, 4¿, extra-small; manufacture date: 05/19/17 expiration date:05/31/22 lot#: 63639228, catalogue#: 32-8105-027-04; humeral component, 4¿, extra-small; manufacture date: 06/02/17 expiration date:05/31/22 lot#: 63639234, catalogue#: 32-8105-027-04; humeral component, 4¿, extra-small; manufacture date: 05/31/17 expiration date:05/31/22 lot#: 63647671, catalogue#: 32-8105-027-04; humeral component, 4¿, extra-small; manufacture date: 06/02/17 expiration date:05/31/22 the reported event is confirmed. Products were returned; therefore,the visual inspection of the returned tines showed that they were compressed. Item exhibited light scratches. Dimensions of the gaps were not able to be taken due to the deformation. Other dimensions taken are within specifications. Outer pin was determined to be conforming to specifications. Device history record (DHR) review found no discrepancies relevant to the reported event. Complaint history review determined that no further action(s) is/are required. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.